Event description:
A contact lens wearer reported that 5 dailies aquacomfort plus contact lenses had torn during wear and/or during insertion or removal. Follow up info received on (B)(6)2010, indicated that the pt was diagnosed with a keratitis in the left eye. Treatment consisted of floxal medication (not specified if eye drops or eye ointment) to be applied two-hourly and was advised to discontinue contact lens wear until follow-up visit scheduled for (B)(4) 2011. No further info has been made available at the time of this report.

Manufacturer narrative:
This case is considered as a possible infectious keratitis. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a follow-up medwatch will be filed. (B)(4).